Event description:
It was reported that during a pta treatment procedure to dilate a calcified, 90% stenotic lesion in a slightly tortuous left iliac artery, the balloon ruptured. Using a transend ex wire through a 7fr sheath, the express ultra-soft balloon catheter was advanced to the target lesion. The balloon ruptured on the first inflation at 5 atm's. No pt injury or complications were reported. The pt is reported as 'good' following the procedure.